Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light cable was resting on the surgical drape while the scopes were being changed. Heat from the cable burned through the drapes, resulting in a burn to the patient's skin. Since the patient got injured, the case is deemed as reportable.